Manufacturer narrative:
H6; code 400: broken firing belt. Facility experienced an event with endopath* endoscopic linear cutter on 7/2/97 while performing a lung volume reduction. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974239. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition, n/a; cartridge returned batch number, n/a; conditon of knife, good; condition of wedges, good; firing handle condition, good; is knife present, yes; lockout indicator, n/a and staples present in instrument, no. Functional tests & results: was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechansim are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the elc60 was used during a lung volume reduction. It was reported the device did not fire and when the surgeon tried to release the device the handles stuck together. This caused some tissue damage when the surgeon tried to remove the device. The tissue was resected and the case completed. 7/9/97 it was reported no buttressing material was used and the case was completed with an ez45b.